Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise.